Event description:
It was reported that during planned ICD replacement, high capture threshold and low sensing amplitude were observed. The lead was capped and replaced. Patient was in normal condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.